Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia. The customer blood glucose level was in range of 30 mg/dl but lowest was 22 mg/dl. Customer was not able to give exact dates for the issues but stated it has been every day up until now since around (B)(6) 2020. The customer was assisted with troubleshooting. The customer was treated with food and glucose gel. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not active. The device will not be returned for analysis.